Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date was incorrect, cause was unknown. There was no adverse impact to customer's blood glucose level. Customer declined further troubleshooting with tandem technical support.